Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via literature that the device and lead were explanted due to pocket infection in (B)(6) 2013. Patient¿s condition was stable. No further information available.